Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 15-apr-2017, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 19-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were going to a replacement case today and the doctor wanted to test impedances with a wens prior to connect the ins. The rep indicated that the patient¿s ins was at eos so they couldn¿t test the leads during their last appointment. The patient had their eos replacement on (B)(6) 2019 with another primary cell ins. Upon impedance check in the or it was reported that lead 0-7 were all out of range/had high impedances and lead 8-15 were within normal limits when tested at 1.5v and 3.0v. When specifically tested at 1.5v, the 8-15 lead impedances were within the 600-800s ohm range and the 0-7 lead showed some greater than 20,000 ohms. When tested at 3v, the 8-15 lead showed the impedances were fine and the 0-7 lead showed reading mostly greater than 20,000 oms and with 3, 6, and 7 they showed greater than 40,000 ohms. During intraoperative testing the patient was able to feel stimulation where they needed to (low back to feet) when using lead 8-15. The cause of all of the electrodes being out of range on 0-7 was unknown. The doctor opted out of replacing the lead due to the patient¿s age and being able to cover the painful areas with lead 8-15. The patient was programmed well after the procedure on lead 8-15. No further complications were reported/anticipated. See related regulatory report # 3004209178-2019-22159.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.